Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the image was cut off and a replacement was used to complete the medical procedure. Therefore, there was partial image loss.

Manufacturer narrative:
Alleged failure: camera cable not recognized and image cut-off. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: a short in the cable is the cause of this issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the image was cut off and a replacement was used to complete the medical procedure. Therefore, there was partial image loss.